Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw2186 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when priming the PICC prior to insertion, the facility noticed a pinhole leak around the 10cm mark. This device was not used on a patient. They opened another PICC and it was placed successfully.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One 2 fr perqcath catheter was returned for investigation. The t-lock and stylet assembly was returned within the catheter. The catheter length was approximately 30.4 cm. Microscopic observation of the distal end of the catheter revealed the tip to be crimped. The cause of the crimped catheter end is unknown. A longitudinal split was observed approximately 20.5 cm from the distal end of the winged hub. The catheter was infused with water using a 12 ml syringe and a spraying leak was observed from the split location. No water was observed to flow out of the distal end. Based on the description of the reported event and condition of the returned sample, possible contributing factors include stylet damage and over-pressurization. The complaint of a leak is confirmed but the cause is unknown. A lot history review (lhr) of rebw2186 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when priming the PICC prior to insertion, the facility noticed a pinhole leak around the 10cm mark. This device was not used on a patient. They opened another PICC and it was placed successfully.